Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire was rec'd on (B)(4) 2013. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures she is experiencing glare, and spider webs with rays of light coming out. As a result she is not able to drive at night. The glare she is experiencing is worse than prior to her surgery. The patient reported she can read clearly at approximately twelve inches and "when the lighting is just perfect" she can see better. The patient reported she has dry eyes, uses eye lubricant, had punctal plugs placed, and was prescribed another drop, however, reports she has not started using the new drop. The events all started after having the second eye surgery. In a follow up, the surgeon reported the consumer reported at a postoperative visit that she was experiencing blurred vision. At that visit, punctal plugs were placed in both lower puncta to help with her dryness. The consumer was referred to a retinal specialist. During the visit with the retinal specialist, the patient reported she was experiencing blurry vision, glare and was light sensitive. The retinal specialist did not find any retinal pathology. The consumer was seen again by the surgeon at approximately three months postoperative. The consumer was reporting slight blurring of vision and glare in both eyes with any bright light. At this visit, the surgeon gave the consumer a prescription for another medication to treat dry eyes. When the consumer was seen at approximately five months postoperative, the consumer was still reporting blurred vision. The consumer reported she was using over the counter reading glasses which made her vision better. At this visit, the consumer had not started using the new medications previously prescribed for her dry eye symptoms. The surgeon reported the consumer has had very non specific complaints when she is asked what is bothering her the most. The surgeon reported when the consumer was asked what bothered her about her vision, her response would be "I just can't see, something isn't right". In the opinion of the surgeon, the lens did not cause or contribute to the event. There are two medical device reports associated with this event. This report is for the left eye.